Event description:
Facility reported that the small battery drive handle was getting warm during use, so the surgeon swapped the device out. They replaced the battery of the reported device and now it does not work. Facility confirmed that the small battery drive handle was getting warm during tibial plateau leveling osteotomy surgery. There was 60 seconds delay to open up the new battery set. Procedure was completed successfully without any medical intervention required and spare device was used to complete the procedure. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The customers complaint that this device was getting warmed after replacing battery it stopped running was confirmed. The unit was tested and did not start up when power was applied. This is most likely due to immersion during cleaning. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4). Placeholder.